Event description:
It was reported that the needle was completely missing from the infusion set. The needle did not come out when the button was pressed before using the device. There were 10 infusion sets defective from the same lot number (1435126).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.